Manufacturer narrative:
Additional information was received indicating the potential lot numbers were: 4281678, 4290735 and 4309458. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that during use, the device exhibited a tubing leak. It was noted that the device was exposed to chemo. Per the reporter, there were no adverse patient effects.

Manufacturer narrative:
This file is a retraction as the information was incorrectly filed under this registration number, please reference mrn 3012307300-2024-07891 for details pertinent to this event.